Event description:
It was reported with limited information that a proximal tibial plate 4.5 mm (ptp) was removed and replaced because of a delayed union. The patient received synthes proximal tibial device (ptd) in (B)(6) 2013. The procedure was completed without complication. The patients outcome was successful. This report is for an unknown - plate tibial. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown - plate tibia/unknown lot number. Implant date: (B)(6) 2013. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.